Event description:
The user facility reported the following: a 25g x 3 1/2" pencan spinal needle broke in half while in a pt. The x-ray shows position of fragment just outside the l3-l4 interspace. Pt discharged with needle in place. Pt will return for another x-ray next week. If no migration, they will leave in place.